Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery - due to the liner having chipped and cracked; the surgeon removed and exchanged the original head, shell and liner.